Event description:
Reportedly, on (B)(6) 2019, during a follow-up, the following error message was displayed: [65] technical issue. Rf has been automatically deactivated due to external unexpected activations on (B)(6) 2018. The physician activated the rf again and the patient went home.